Event description:
It was reported that after approximately two hours of intra-aortic balloon (iab) therapy, blood was seen in the helium tubing and into the cardiosave intra-aortic balloon pump (iabp). Pumping stopped suddenly without any audible alarms. The iab was removed. A replacement iab was not inserted because the patient maintained a stable condition after removal. It was noted that the iabp alarm log indicated catheter restriction and autofill failure alarms. There was no patient harm or adverse event reported. Related complaint ot (B)(4)/mfg ref. #(B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) invasion of blood into the unit. There was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer evaluated unit. Fse opened the unit and found blood inside (part involved pim and drive assembly). Fse replaced pnematic module assy, drive manifold assembly & cbl assy, pim to backplane. Performed diagnostic and functional tests. Replacement completed.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a